Event description:
It was reported one of the patient's leads had migrated out of the epidural space. Lead migration was confirmed via x-ray imaging. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue. It is undetermined which lead had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000152505. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.